Event description:
Patient was hooked up to primary IV line with 100ml normal saline, and IV antibiotics. Pump setting was correct, and nurse went to attend to other patients. Upon return to change antibiotic, rn noted that primary line had infused. Pump settings double checked, and correct, also noted that secondary tubing roller clamp was open. Tubing and pump were set up to infuse antibiotic properly.